Manufacturer narrative:
Due to character restriction in block e1. E1 event site address (B)(6) updated field: b4, g3, g6, h2, h11, e1 (event site address and telephone number) corrected filed: b5.

Event description:
It was reported that , the system98 intra-aortic balloon pump (iabp) had a system failure. There was no harm reported.

Event description:
It was reported that before use, the system 98 intra-aortic balloon pump (iabp) had a system failure. There was no harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, d1, d8, d9, g1(contact person ¿ mfg site), g3, g6, h2, h3, h6 (medical device ¿ problem code, type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) was not dispatched as the customer has asked a third party to resolve the issue. The customer is currently using the system normally.

Event description:
N/a.